Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. In the absence of device returned for analysis, a conclusive cause for the reported difficulty could not be determined. Factors that contribute to marker lumen obstruction include, but are not limited to, under insertion, clogged marker port/ lumen, improper insertion angle, and preexisting hematoma gives false mark. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device. The additional proglide device with a reported issue referenced is filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of the calcified left common femoral artery using the pre-close technique via a 6f sheath hole prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, the proglide device was successfully pre-flushed prior to the procedure. After insertion, there was no flow through the proglide marker lumen. A second proglide had a link break. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to greater than 8.5f and the aaa procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.